Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Manufacture narrative: low vault is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was removed and replaced intraoperatively for a longer length lens. Cause of the event is unknown.

Manufacturer narrative:
Additional information: b5: problem was resolved. Claim# (B)(4).